Manufacturer narrative:
B5, h6: additional information.

Event description:
Information was received that no patient was involved with this incident.

Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis with a damaged rear housing. During analysis, the customer's reported problem was verified. Inspected the pump and during power up, it alarmed downstream occlusion continuously. Device was opened for further investigation and determined that the downstream occlusion sensor was shattered and defective by customer and was the root cause of the issue. Service will replace the downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited occlusion and there were no kinks in the line. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.